Manufacturer narrative:
The hillrom technician found the head drive motor needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in october 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head drive motor to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed intermittently goes into trendelenberg on its own. The bed was located in the bed maintenance shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).